Event description:
It was initially reported that the stent had dislodged inside the patient's body; however, it was further reported that the stent dislodged outside the patient's body during prep.

Event description:
It was reported that during an unspecified procedure, stent dislodgement occurred. A 4.00x20mm promus element plus drug eluting stent was advanced into an unspecified vessel and its stent came off the balloon while still inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).